Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a report from medical staff who noted suspicious intra capsular rupture and capsular contracture. Capsulectomy performed. Silicone perspiration in the breast pocket. The device was explanted. This record relates to the right side.